Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had intermittent power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Date of submission (B)(4) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed unexplained power on reset events recorded. There was no damage to the battery cap or battery compartment and no moisture in the battery compartment. The returned cap was intact and without damage and fit to the pump securely to maintain electrical connection for testing. The pump powered on and was exercised for 24 hours without any power interruption. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.